Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2010, dtba1d1 crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had undefined high pacing impedance, which triggered an alert, and the patient was presenting to the clinic for a lead fracture. It was then reported that the lead had been programmed to a non-applicable polarity, which made it seem like the lead was possibly fractured. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was reprogrammed to an applicable polarity.